Manufacturer narrative:
(B) (4): results: product performance engineering could not perform an analysis at the time of this report. Results and conclusions will be forwarded upon completion. Eval summary: quality assurance analysis revealed that the guide wire was returned with blood and contrast on the core and coils. The core separated at the proximal end of the hypotube. There was core extending out the hypotube. There were two kinks in the core 1.2 cm and 1.4 cm proximal to the tip ball causing the tip to be in a hook shape. There was no other damage noted to the guide wire. The tip of the guide wire was tugged on to confirm that the core and shaping ribbon were intact. The product was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering could not perform an analysis at the time of this report. Results and conclusion will be forwarded upon completion.

Event description:
Reporting status: serious injury - required intervention. Reporting rationale: guide wire separation requiring medical intervention. Device issue: guide wire separation. It was reported that during a superficial femoral artery procedure, the bhw guide wire was inserted and advanced. During turning and torquing to place the wire, a pop was felt. The guide wire was removed; however, only a portion was removed, and was noted to be broken in two pieces. A second, unspecified guide wire was placed and was able to snare the detached guide wire, and remove it. There was no adverse pt sequela reported. Although requested, no additional event or pt info is available.